Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury appears to be user technique. The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage of the myocardial endothelium. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), femoral vein tortuosity, enlarged right atrium (ra), scoliosis, and a rotated heart. During a mitraclip procedure, it was noted the transseptal puncture was difficult due to the enlarged ra. Additionally, the steerable guide catheter (sgc) was difficult to advance in the femoral vessel due to tortuosity. The femoral vessel was dilated for ease of access. An xtw device was advanced into the atrium toward the mitral valve. On the echocardiogram, a thrombus-like image was observed. Heparin was administered, and there was no effect. It was decided to remove the clip. A small piece of myocardial endothelium was attached to the clip, which was confused for thrombus initially. Per they physician, when the clip was advanced, it possibly rubbed against the top of the atrium. Two additional clips were implanted. The mr was reduced to grade 1-2. There was no clinically significant delay or reported adverse patient sequelae. No additional information was provided.